Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed on the lv lead. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the left ventricular lead was replaced on (B)(6) 2017 due to high capture threshold and lead dislodgement. The patient was stable during and after the procedure.